Manufacturer narrative:
After it was received, the pacemaker first underwent a status interrogation. The clinical observation was confirmed in the process, an interrogation was not possible due to damaged memory content. The pacemaker's ability to provide therapy was checked. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. During the analysis, the device was manually reset with the help of a technical programmer. A subsequent interrogation was successful. There were no indications of a device dysfunction. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the clinical observation resulted from a damaged memory content, which was manually corrected during the analysis. The cause of it could not be determined. It can, however, not be rules out that external influences, such a strong electromagnetic fields, have contributed to the clinical observation. There was no material defect or manufacturing error.

Event description:
Ous MDR - device cannot be interrogated, last successful interrogation was on (B)(6), (fu data not available). On (B)(6), this event was discussed with technical service but, no help possible via phone. On-site follow-up was also not successful. The decision to explant was made. Patient is cognitively impaired so there is no possibility to obtain information regarding interference or malfunction sources.